Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the phasix st mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2007 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per op notes, ¿hernia sac was identified. The bard flat mesh (device 1) was placed on top of primary repair and secured with the previously placed circumferential transfascial sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the partial removal of mesh (device 1) and implant of phasix mesh (device 2). Per op notes, ¿the patient was noted to have a subxiphoid recurrent hernia approximately baseball in size above the level of the previously placed onlay marlex mesh. Bowel was stuck to a small hernia between mesh and fascia. The mesh was still adherent to fascia was left in place and the redundant mesh (device 1) excised where fascia had pulled away. Adhesion to the anterior abdominal wall were all taken down. Free floating mesh (device 1) was also excised. An phasix mesh (device 2) was placed underlay in intraperitoneal with coated side facing the bowel using sutures.¿ on (B)(6)2018 ¿ patient was diagnosed with nonhealing surgical wound thereby underwent local debridement and excision of mesh (device 1). Per op notes, ¿the patient had a chronically nonhealing wound. Nonhealing fibrinous tissue and mesh (device 1) was excised on circumference base of the wound along with fistula tract. Several sutures were removed. The phasix mesh (device 2) was intact and appeared to be well incorporated.¿ on (B)(6) 2019 ¿ patient was diagnosed with nonhealing abdominal wound thereby underwent removal of mesh (device 2). Per op notes, ¿a small area of mesh (device 2) was noted along the side which appeared incorporated was removed.¿